Event description:
A nurse reported that they had two occurrences of the tubing not staying connected to the white irrigation port on the handpieces during surgery. The surgeries were completed and there was no harm to any pt.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is the first complaint reported for this issue. There have been no additional complaints reported against the finished goods lot and the device history record (DHR) review shows the product was released per specifications. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause cannot be determined. (B)(4).